Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were used to treat the rca. Approximately 18 months post procedure patient suffered chest pain and was treated with pci. Stent thrombosis was confirmed. The patient recovered. The investigator assessed the event as not related to the index device or the anti-platelet medication. The sponsor assessed the event as not related to the anti-platelet medication and possibly related to the index device.

Manufacturer narrative:
Additional information: the patient suffered stent restenosis and was treated with one resolute onyx des was implanted in the lad and two resolute onyx des in the cx. If information is provided in the future, a supplemental report will be issued.